Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it confirmed and replicated grinding noise on the insertion. Usm was tested on a patient cart functional test platform (pftp) where excessive noise was detected on the insertion during sine cycle. The insertion gearbox and ballscrew assemblies will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to errors 1007 and 1008 occurring. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer reported faults on the universal surgical manipulator (usm) 1 at the beginning of the case. The intuitive technical service engineer (tse) reviewed the logs and found 1107 errors for usm 1. After, the tse recommended the customer perform a hard power cycle on the patient side cart (psc) but the customer elected to disable the usm and proceeded with the other three usms for the case. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The surgeon agreed to disable usm 1 and continued case with the other 3 usms. The surgeon did disable the usm. The surgeon performed surgery partially laparoscopically and then docked the robot to close the vaginal cuff. It was unknown if this was the original plan or not. There was no report of patient injury or harm. The laparoscopic surgery was part of mds original choice of starting. It was unknown if ports size was increased, or additional ports added.